Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy pump malfunctioned on a patient. The pump was hooked up and it ran for 20 minutes without a problem. The medication was fluorouracil 3,696 mg in a total volume of 192 ml to infuse over 4 days at 2 ml/hr. The patient returned after 4 days and upon the patient's return, it was found that the pump had shut off. There was no patient injury.

Manufacturer narrative:
Other, other text: additional information added to h6 and h10.this MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.